Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent incarcerated ventral hernia laparoscopic repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to hernia recurrence and infection. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/08/2021.